Event description:
Following a ptca procedure an attempt to deploy an angio-seal device was made; however, the physician was not able to properly locate the artery, resulting in non-deployment of the device. The pt's act=260 at the time of the deployment attempt. As hemostasis was not obtained using the device, 30,000 mg of protamine sulfate was administered and manual pressure was held for 25 minutes. Hemostasis was achieved and the pt was discharged home without sequelae.